Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, crease fold, an opening, and air cavities observed but not considered a defect due to the non-textured part location. Leak test was performed and found opening on device. A microscopic analysis was performed which identified a sharp crease in the anterior side. Fill test inspection was performed and the result was no lockage. Based on the device analysis the final assessment was a sharp crease opening on posterior due to a fold flaw opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.